Manufacturer narrative:
Submit date: 5/10/2018. The incident sample has been requested but to date has not been received at the manufacturing plant for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports: there was a dark hair identified inside the barrel of a syringe. The sterility was compromised.

Manufacturer narrative:
Submission date: (B)(6) 2018. An investigation was performed for the reported customer complaint: ¿the customer reports: there was a dark hair identified inside the barrel of a syringe. The sterility was compromised.¿ a review of the device history record (DHR) for reported lot number 1806485564 indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. During the manufacturing of the syringe assemblies, syringes are visually inspected and physically tested. Control mechanisms are in place to prevent the occurrence and acceptance of damaged syringes during the syringe molding, assembly and packaging processes. These mechanisms include, but are not limited to: material verification/certification processes, periodic audits, dimensional specifications, machine maintenance requirements, and personnel training and certification. The syringe barrel is periodically inspected during the production process. A lot cannot be released unless it passes all visual and physical testing requirements. Inspectors routinely examine the product to ensure it meets acceptable quality level (aql) sampling criteria. Inspections focus on damaged product or components, holes, splits, or cracks in barrel which permit leakage, leakage in fluid pathway, and luer tip not to specification. Testing for this component during production includes the plunger being exercised during the assembly process to distribute the silicone in the barrel and on the rubber tip. Leak testing is also conducted to ensure the syringe draws, holds and expels fluid properly. No adverse conditions, special circumstances, or events were documented that may have led to the reported event. The syringe is intended to be a single use syringe and not qualified as a prefill syringe. A sample without original packaging or an identifying lot number was received. Visual inspection did observe hair contamination on the syringe. The finished component, monoject 6ml syringe, luer lock tip, is manufactured by an external supplier. The processing site operations consist only of the assembly (pick and place) into the operation tray. The component pn 4501041 is supplied externally. The condition reported did not occur during the assembly manufacturing process. The reported customer complaint is confirmed. A root cause could not be determined. A complaint notification was sent to the supplier to initiate the investigation of root cause. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.